Event description:
It was reported that during the patient's follow-up appointment it was found that the implant migrated posteriorly and was causing the patient pain. The company was notified that the patient required a revision surgery. No complications were reported to the manufacturer. The patient is doing well post-operatively.